Manufacturer narrative:
The pump was received with moisture damage on the lcd board. The pump also had a cracked case at the display window corner, cracked battery tube threads, a broken belt clip slot, and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 190 mg/dl. The customer stated that he were canoeing, had it in a waterproof bag, however, found moisture in it after getting back. Customer stated that the device is vibrating without alarm or alert. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.